Event description:
It was reported the device presented a leak. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation in used conditions, without its original packaging. A visual inspection and functional test were performed. Visual inspection did found the join between the asv and the y-site is broke, this connection is bonding with solvent during manufacturing process, however, was unscrew; failure mode reported is confirmed. The failure mode was replicated: the assembly of the asv and the y-site is broken same as the sample returned. Based on the analysis conducted in the replicate the failure mode is during the use of the product disassembly was attempted and it broke. The root cause was traced to the user manipulation of the device.